Event description:
Additional information indicated that the patient was brought in for testing, as more out of range impedance measurements have been noted. It was reported that the rv impedances have been coming back to normal. No oversensing has been observed and noise could not be created with pocket manipulation and isometrics. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that an alert for high out of range pacing impedances was triggered, on this implantable cardioverter defibrillator (ICD). The ICD is connected to another manufacturer's right ventricular (rv) lead. Over the last year pacing impedances have been very stable. Around the end of the last month, is when a jump in pacing impedance trends was seen, to about 900 ohms. Boston scientific technical services (ts) suggested to bring the patient in and perform pocket manipulation and isometrics while taking serial impedance measurements and looking for noise. No adverse patient effects were reported.